Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module was continuously alarming unless unplugged with the backup battery removed. A new backup battery did not resolve the issue.